Event description:
It was reported that the patient underwent implant of a pacemaker system on (B)(6) 2025. At the check-up the next day the capture threshold was noted to be high, and the lead was discovered to be dislodged. The lead was repositioned on (B)(6) 2025, without complication. The pacemaker system remains in service.